Event description:
It was reported by the customer that the intra-aortic balloon (iab) started unraveling during insertion. As a result, the iab was removed and replaced with another 30cc iab. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.